Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
While embolizing a tumor in 2007, the physician pulled the coil back and came past a bifurcation. The coil dislodged into the arterial end of the distal hepatic artery (it was 2mmx2mm) and ended up in the distal liver. The device was left there due to there being no snare small enough to retrieve it.